Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02762 and 3007963827-2022-00248. D10 medical devices: articular surface medial congruent (mc) right 14 mm height catalog#: 42522100414 lot#: 64832575. Natural tibia trabecular metal two-peg porous fixed bearing right size d catalog#: 42530006702 lot#: 64474014. Nexgen complete knee solution, trabecular metal standard primary patella catalog#: 00587806532 lot#: 64937856. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee manipulation under anesthesia approximately forty days post-implantation due to scar tissue, pain, stiffness, and limited flexion. It was reported resolved the same day and all implants remain in place.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue.